Event description:
It was reported that the balloon of this device was used to expand another MFR coronary stent. It is also reported that the balloon burst while doing so. There has been no claim of injury related to this event. The device is being returned for analysis.